Event description:
It was reported that a pt underwent a revision l2-3 vcr had a unilateral quadriceps deficit that was noted immediately after surgery. The area where the left-sided l2 and l3 nerve roots were, was immediately re-explored and further decompression performed. The deficit resolved completely by 6 months post-op.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.